Event description:
The customer called to report high bgs. Bgs were treated. The customer stated that the driver arms were not moving. Troubleshooting was performed. The lead screw was not rotating, instructed the customer to stay off the pump and revert to back up plan of manual injections.